Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal tissue density, the plastic hub on introducer allegedly came of while trying to remove from co-axial. The procedure was completed without an introducer/co-axial. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one marquee disposable core biopsy trocar stylet needle was received for evaluation. During visual evaluation, the marquee disposable core biopsy stylet needle appeared to be clean. The stylet needle appeared to be detached from the hub. The hub was not returned. The stylet needle hub was noted to be detached from the proximal end of the needle. Due to the nature of the complaint, functional testing was not performed. Upon dimensional observation, the actual outer diameter of the trocar stylet was measured and found that measurement was within the acceptable range. An electronic photograph was submitted and assessed. The image depicts a marquee disposable core biopsy trocar stylet needle along with its detached hub. Based on the evaluation of the photograph and returned sample, the investigation is confirmed for the reported detachment of the device as the stylet needle hub was noted to be detached from the proximal end of the needle. A definitive root cause for the reported detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, d4 (unique identifier (UDI) #), h4, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal tissue density, the plastic hub on introducer allegedly came of while trying to remove from co-axial. The procedure was completed without an introducer/co-axial. There was no reported patient injury.